Event description:
It was reported that the perfect passer jaw snapped off when it was closed onto the cuff. The broken piece was retrieved using a grasper and the procedure was completed using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported perfectpasser connector was returned for evaluation. A relationship between the device and reported incident was established. Visual inspection shows the connector was received with its s-clamp unhooked from the s-hook. Internal investigation indicates the failure cause for upper s-clamp coming loose is due to a dimensional discrepancy on the s-hook component. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.